Manufacturer narrative:
The investigation determined the event was a sample-specific issue and the assay performed within specifications. Per product labeling: for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Event description:
There was an allegation of a questionable hbsag confirmatory elecsys result from the cobas e 801 module. The result for the hbsag confirmatory test was "positive" and was reported outside of the laboratory. The patient went to another medical institution where the hbsag test result was "negative". The methodology used was not provided.

Manufacturer narrative:
The cobas e 801 module serial number was not provided. The investigation is ongoing.